Event description:
It was reported, the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2010-00266.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B)(4).